Manufacturer narrative:
Reliability analysis: inspected 5 opened/used enlite sensors and performed bicarbonate buffer test. 2 of 5 failed per spec. 1st found with bent needle inside sensor base 2nd found with broken electrode broken part still attached to sensor, 3 remaining sensors passed per spec to accurate readings.

Event description:
The customer reported via phone call that they had a sensor anomaly. Customer reported all four needles on the sensors broke off during insertion. The customer's blood glucose was 89 mg/dl. The customer also reported receiving sensor error and calibration error alerts. Customer's blood glucose was 196 mg/dl at the time of incident. The customer stated the broken needles did not penetrate their skin. Customer agreed to return the broken sensors for analysis.